Event description:
During a ptca procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated was in the right coronary artery (rca). All pieces of the balloon were removed. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.